Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 297 mg/dl. Reportedly, the school nurse administered a manual injection. The contact stated that there were several air gaps in the tubing. The air bubbles were able to be primed out of the tubing. At the time of the report, the customer's blood glucose level was reported to be under control.